Event description:
While investigating a (B)(6) female patient's monitor for an unrelated issue, a reportable problem was discovered. The monitor converter was charging the capacitors too slowly. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. As received the device was able to successfully fire a 150j pulse. However, upon investigation the monitor converter was charging the capacitors too slowly. The monitor's converter was not outputting enough current to charge the high-voltage capacitors quickly enough. The cause for the converter charging the capacitors too slowly was high resistance of resistor r30. The solder connection on r30 was damaged. The root cause for the damaged solder connection could not be positively identified. No adverse event resulted from the defective memory. The patient received a replacement monitor.